Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument had a delay when closing and the tip would not open. The customer used a backup instrument, and the procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information: the instrument was inspected prior to use and no damages or loose cables were noted. The instrument was not used on the patient or installed on the system, as the tips were not moving well and the clips could not be loaded onto the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. However, a clip test was performed and the grips could not properly hold/seat the clip. Visual inspection of the grips found no physical damage. The grip cables did not exhibit any signs of fraying or breakage. The housing was removed from the back end, no damage was found to the cables or the pulleys. Additionally, the instruments grip-tips were not moving intuitively. The yaw orientation was functioning properly. However, the pitch orientation was not functioning properly. The cable was not damaged on the distal or back end. No corrosion or residue was found within the housing.